Manufacturer narrative:
H2. Correction: img code g02003 has been added pertaining to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller and battery pack broke when the patient got an electric shock during drying their daughter's hair while recharging their implant. The shock was first felt in the hand and then moving up to the arm and neck. It was unclear as to which device the shocking sensation originated. At the same time of the shocking sensation, the controller made a "puff sound" and the batteries "popped out" and the controller no longer worked. Both the controller and recharger kit were replaced as the rechargeable battery pack was also damaged after the shock. After the shock, the patient was still feeling her stimulation, so they assumed all was good for the implant, but it was recommended that they check with their healthcare provider to be sure. It was discussed that most household appliances and equipment (such as a hair dryer) that are working properly and grounded properly will not interfere with the neurostimulation system.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, b3: event date is not known.  G2: foreign: ireland medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.